Manufacturer narrative:
Correction h11: additionally, the investigation found this reportable malfunction: the curved rubber adhesive joint is missing. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the visera rhino-laryngo videoscope had the rubber around the camera was falling off. The issue occurred during preparation for use/setup, before the patient was in the room. There were no reports of patients¿ harm.

Manufacturer narrative:
E1: facility full name: (B)(6). This report is being supplemented to provide additional information based on the approved final investigation. The customer's reported allegation was not reproduced. Based on the results of the investigation, it suggests that the probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. However, the root cause of the reported issue could not be determined/identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.